Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm how did you get this device? The hospital purchased the interceed kit (product code: ickit20) from jjkk. The product (vcpb947h) had been included in the kit. Could you please confirm if this is a johnson & johnson's device? Yes. Is there any photo available for analysis? No photos are available.

Event description:
It was reported that a patient underwent an unknown surgery procedure on (B)(6) 2020 and suture was used. The suture was detached from the needle. There were no adverse patient consequences reported. Additional information was requested.